Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: UDI. D10: concomitant devices reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Manufacturing location: (B)(4). Manufacturing date: 28-jan-2020. Part number: 02.205.070, 5.0mm cannulated conical screw 70mm. Lot number: 28p8656 (non-sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect turn, wobble broach, mill shaft threads / head threads / flutes and final inspection met all inspection acceptance criteria apart from the originally missed inspection. Packaging label logs (pll) lmd were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿revision surgery required due to non-reduction¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that a (B)(6)-year-old patient was treated for a left distal femur fracture. The fixation of the osteosynthesis was performed with the 16-hole va-lcp 4.5 / 5.0 mm condylar plate in the lateral part of the left femur with cannulated locked screws in the distal portion and solid locked screws together with corticals in the proximal branch. Once the fixation was finished the osteosynthesis was reviewed by means of the image intensifier and it was discovered that the medial cortex of the femur was not reduced. A medial approach was taken and fixed with a va-lcp 4.5 / 5.0 condylar plate 6 holes right with two (2) locked cannulated screws in the distal part of the plate, two (2) locked screws and one (1) cortical in the proximal part of the plate. There was no surgical delay. This report is for one (1) 5.0mm cannulated locking screw 70mm. This is report 1 of 10 for (B)(4). This complaint is linked to (B)(4).